Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Access site bleeding: the root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Vascular damage - peripheral vessel: vascular damage failure mode was added due to vascular cut during the repair in left groin. The root cause of the vascular damage was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. G1 manufacturing site name, address, country, and fax number were erroneously entered on the initial manufacturer device report number 1220648-2025-28392. H6 health effect - impact code 4624 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28392.

Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient developed a hematoma during impella cp support. The pump was removed and the groin was repaired. A new pump was placed in the right groin for ongoing support. The patient survived.